Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at 7.5 cm to 7.6 cm from the connector end. The abrasion was consistent with exposure to constant friction with another implantable device.